Event description:
Procedure: nephrectomy, pt sex: unk. Reportedly, a piece of the cannula broke on the entrance and the piece of the plastic was lodged into the abdominal wall. The surgeon was able to retrieve all of the pieces by enlarging the wound area. Which resulted in a 10min delay at the end of the surgery. A similar device was used to complete the procedure.